Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed. The devices remained in the patient. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 14 months post implant of a bifurcated device and a suprarenal aortic extension, the patient developed an endoleak. Reportedly, the patient presented to e.d., and an computed tomography was performed, and displayed a contained rupture. The physician decided to correct the endoleak by implanting a competitor (cook) device. The patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. : device remains implanted in patient